Manufacturer narrative:
Eval summary: it is unk how far the lag screw moved laterally. The intent of the lag screw and sliding nail cap design is to allow the lag screw sliding to help allow fracture settlement. No further investigation can be made at this time with the available info. Cause cannot be definitively determined. Eval: no product, pre-op or post-op x-rays were returned for eval. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that the device was implanted in 2006, due to a fracture of the left femoral neck. Post-op, the lag screw has migrated an excessive distance. It is unk if a revision surgery will occur or not.